Manufacturer narrative:
It was reported that the ventilator failed pre-use check. The ventilator was investigated by our field service engineer on site and the gas module was determined defective and in need of replacement. However, the customer did not consider maintenance for the time being. No log files have been provided and no part was replaced nor returned for technical investigation. Therefore, the root cause to the reported failure has not been established in this investigation.

Event description:
Manufacturer ref#: (B)(4).

Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).